Manufacturer narrative:
Device evaluated by manufacturer. Event problem and evaluation codes: updated. One device was returned for investigation with a cracked enclosure and tank cover. Functional testing was performed and found that the device was leaking from the 390 block, confirming the reported complaint. Further evaluation found that the reported problem was caused by a worn block assembly. After replacing the enclosure, tank cover, line cord, pole clamp, and block assembly, the device passes all functional tests. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2016 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
Additional information received on 7-jun-2023 via email: the event occurred during preventive maintenance testing. No patient harm/injury.

Event description:
It was reported that the device was leaking. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.